Event description:
A peritoneal dialysis (pd) pt reported that her cycler was alarming for air detected in the cassette during fill 1 of 5. While troubleshooting, it was determined that the pt was not filling. The pt was advised to set up with new supplies. When the cassette door was opened, a fluid leak was discovered. The pt was advised to discontinue using the cycler and follow up with the pd nurse. The set was discarded. During follow up, the pt's pd nurse reported that her effluent remained clear. She did not have any signs of infection. She was not treated with any antibiotics. No adverse event reported at this time.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation, however, a companion sample from the same lot was available for investigation and no defects were noted during sample testing. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.